Manufacturer narrative:
(B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site arjo med. (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by bhm medical inc. The evaluation of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.

Event description:
While the staff member was transferring a resident from bed to wheelchair using a tempo and sling, she brought the dynamic positioning system to bring the resident in upright position. At this moment, the resident slid through the leg area of the sling and fell to the floor. She sustained an abrasion, bruise and a hematoma that required cleaning, application of antibiotic ointment and placement of dry dressing.